Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that sher has experienced a hypoglycemic event during the two hour sensor startup period, during which cgm does not generate any readings for the user. Patient had ingested breakfast earlier that morning, head measured her bg at 82 mg/dl after food intake, had walked a considerable distance to her gate and was at the airport waiting for her flight. When she stood up to board, she passed out. Paramedics were called and her bg was measured at 29 mg/dl. Patient was relying on dexcom solely as a measure to make therapeutic adjustments against cgm's user guide warnings. During her call to dexcom technical support, patient reports that she was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.